Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the yellow, milky substance was negative for any bacterial growth per the md report, unsure of what it was and no further testing will be done. The rep reported that the ins was at end of life and needed replaced. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was in surgery for ins replacement due to end of life of the ins. The rep reported that when the pocket opened, cloudy yellow, milky substance oozed out. There were no known factors that could have contributed to the issue. The ins and leads were explanted. It was unknown if the issue was resolved. No further complications were reported.